Event description:
A report was received that the pt was explanted due to an infection at the pocket and lead sites. The pt's symptoms included fever, redness, and drainage. The physician did not feel the infection was device or procedure related. The pt was given oral antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
The leads and extensions were not returned to bsn as they were discarded by the medical facility.